Event description:
Meter name: one touch ii. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: none. A patient reported they were not able to test and ate ice cream and it increased the patient's readings. Their meter allegedly would only prompt not ok. The result on their meter was not ok prompt. The result on the hospital's meter was 296 mg/dl. The time difference between patient's meter and hospital's meter was unknown. Treatment was unknown. No further information has been reported.